Event description:
It is reported that the patient was implanted with a left femoral component into the right knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.